Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a colleague attempted a tibial io using an ez-io gun. The needle was inserted through the skin and contact with bone made. The gun was then used and the needle advanced part way before failing. The gun reportedly slowed down and ceased to work. The gun was disconnected with the needle left in-situ. The gun was tested and rotated very slowly with minimal power reported before coming to a stop. A second ez-io gun was sourced from the advanced paramedic's kit and attached to the needle. A second attempt to fully insert the needle resulted in the same sequence of events. The operator was then switched, and the new operator found the same result. A third ez-io gun was sourced, and a right sided humeral io was inserted without fault.

Event description:
It was reported that a colleague attempted a tibial io using an ez-io gun. The needle was inserted through the skin and contact with bone made. The gun was then used and the needle advanced part way before failing. The gun reportedly slowed down and ceased to work. The gun was disconnected with the needle left in-situ. The gun was tested and rotated very slowly with minimal power reported before coming to a stop. A second ez-io gun was sourced from the advanced paramedic's kit and attached to the needle. A second attempt to fully insert the needle resulted in the same sequence of events. The operator was then switched, and the new operator found the same result. A third ez-io gun was sourced, and a right sided humeral io was inserted without fault.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The customer returned 3 photos for visual inspection; reference pic1_20035030 20035021, pic2_20035030 20035021, pic3_20035030 20035021. No defects or deformities were noted in the pictures. Ez-io driver 9058 (sn(B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 3.90 secs, insertion 2: 3.59 secs, insertion 3: 3.32 secs. Hard profile (105 lbs/ft3): insertion 1: 7.00 secs, insertion 2: 6.59 secs, insertion 3: 7.66 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only (B)(4) of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be achieved as the document was not available. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only (B)(4) of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6)2009 and is approximately (B)(4) years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that a colleague attempted a tibial io using an ez-io gun. The needle was inserted through the skin and contact with bone made. The gun was then used and the needle advanced part way before failing. The gun reportedly slowed down and ceased to work. The gun was disconnected with the needle left in-situ. The gun was tested and rotated very slowly with minimal power reported before coming to a stop. A second ez-io gun was sourced from the advanced paramedic's kit and attached to the needle. A second attempt to fully insert the needle resulted in the same sequence of events. The operator was then switched, and the new operator found the same result. A third ez-io gun was sourced, and a right sided humeral io was inserted without fault.